Event description:
It was reported that dislodgement was observed on the right ventricular (rv) lead. During lead revision, the helix could not be extended. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood and tissue and overtorque of the inner coil.